Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure a shaft fracture occurred. The lesion was located in the circumflex (cx). The vascular access site was the right femoral artery (rfa). The vessel size was 3.0mm in diameter, the pt's anatomy was moderately tortuous and the vessel was severely calcified. Angiography was performed of the left coronary artery (lca) prior to beginning the procedure. The physician pre-dilated the vessel with a 2.5x12.0mm maverick balloon at 16 atms for 17 seconds, 16 atms for 17 seconds, 10 atms for 15 seconds, 14 atms for 17 seconds and 16 atms for 30 seconds. At this point an intravascular ultrasound (ivus) was performed using an atlantis sr pro. The lesion was again pre-dilated using a 3.0x15.0mm quantum balloon at 14 atms for 36 seconds, 12 atms for 23 seconds and 12 atms for 20 seconds. Antoher ivus was performed. Using a 6 french al1 guide catheter and a bmw 0.014/190 cm guide wire the physician attempted to implant a taxus express2 3.0x12.0 mm drug eluting stent and at some point while in the guide catheter the shaft fractured. The shaft fracture occurred while inside the patient's body. The physician was able to pull back and remove the entire device. The lesion was again pre-dilated with a 3.0x15.0mm maverick balloon at 12 atms for 20 seconds. Using a new 6 frnech al1 guide catheter and bmw 0.014x190cm guide wire the physician successfully implanted a taxus express2 3.0x8.0mm during eluting stent and a multi link vision 3.0x8.0mm stent. An angio-seal was used to close the rfa. Hemostasis was obtained. There were no pt complications. Medications administered prior to the procedure included lidocaine. Medications administered during the procedure included angiomax (bivalirudin), plavix (clopidogrel), versed (midazolam hcl) fentanyl and nitroglycerine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.